Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after slitting of the catheter, the left ventricular (lv) lead dislodged. A different catheter was selected and used to implant the lv lead, and during his bundle pacing a higher pacing threshold was noted. The lv lead and catheter were removed. A different catheter and lv lead were used to complete the procedure. No patient complications have been reported as a result of this event.